Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). The 2.75x24mm taxus liberte stent was advanced to the mid lad after predilation with a 2.0x15mm non bsc balloon. The stent delivery system sds was unable to cross the lesion due to calcification. The physician tried to cross the lesion with the sds several times but was unsuccessful. The device was removed from the patient and it was noted that the stent had moved on the balloon; however, the stent was still mounted on the balloon. The physician decided to complete the procedure at that point with the balloon dilation. No patient complications were reported with the patient's current condition listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.